Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer initially reloaded a cartridge with remaining insulin, but this did not resolve the issue. Customer support then instructed the caller to clean the pneumatic tap area and guided them through the process of filling and loading a new cartridge onto the pump. This resolved the issue, allowing the customer to successfully load the cartridge and resume insulin delivery.